Event description:
A customer reported generating a negatively biased troponin I result for quality control (qc) material. Acceptable results were generated on a second vitros eci analyzer. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.